Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, device not inflating - pump compromised at bottom weld.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan pump was received for evaluation. Examination and testing of the returned component revealed a separation in the bulb of the pump. Testing revealed this to be a site of leakage. The separation appeared to be to be non-striated, dull and smooth indicating sufficient stress(s) was exerted to separate the site. A separation was noted in the strain relief of the reservoir. Testing revealed this to be a site of leakage. The separation appeared rough and irregular, indicating sufficient stress(s) was exerted to separate the site. Based on previous quality simulations and examination of the returned product, quality concluded that the non-striated, dull and smooth surfaces associated with this separation indicate that sufficient stress(s) was exerted on the bulb of the pump to separate the site while in-vivo. A separation of this type would then allow the loss of fluid, making the device inoperable. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met specification prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. The elastomer and fumed silica used in the manufacture of the device was reviewed and it was confirmed all specifications were within the limits. A review of the complaint database revealed no significant trends in complaints of this type for lot 5352011. The occurrence rate for this failure type remains low and continues to be within the expected rate. The current mitigation of visual inspection and in process functional testing remain sufficient. No further action is required at this time. If additional information is received, quality will re-evaluate this event in accordance with procedures.